Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2019. Batch # unk. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the review of a journal article, title: endoscopic thyroidectomy using a new bilateral axillo-breast approach. Author(s): jun-ho choe, md, seok won kim, md, ki-wook chung, md, kyoung sik park, md, wonshik han, md, dong-young noh, md, seung keun oh, md, yeo-kyu youn, md. Citation: world j surg (2007) 31: 601¿606; doi: 10.1007/s00268-006-0481-y. This study aimed to evaluate the feasibility of bilateral axillo-breast approach (baba) and the completeness of total thyroidectomy using this approach. From jul 2001 to nov 2005, 135 patients (n=133 females and n=2 males; mean age of 36.9 years [ranging from 20 to 56 years]) underwent endoscopic thyroidectomy in which the initial 25 patients had axillo-bilateral breast approach (abba) and 110 patients had baba technique. In surgical procedure for the baba, thyroidectomy was performed using harmonic scalpel under full visualization of superior and inferior thyroidal arteries, parathyroid glands and recurrent laryngeal nerves. In baba group, there was a case of tracheal perforation which required conversion to open surgery. Postoperative complications included unilateral vocal cord palsy (n=4) which resolved within 6 months, and infection (n=1). The case of postoperative infection occurred in a (B)(6) year-old woman who had initial complaints of neck swelling and fever. A CT scan revealed fluid collection around the operative field. This was responded by performing an incision and draining the pus; however, the patient¿s fever was not resolved. After 2 days of observation exploration was elected. Surprisingly, there was an esophageal perforation near the site of the superior thyroid artery ligation. It was concluded that there was a possibility of thermal injury to the esophagus during thyroid artery ligation with the harmonic scalpel. Gauze packing was maintained for 25 days and eventually her condition improved, and she was discharged. In conclusion, the baba can provide an optimal endoscopic view and enables a bilateral approach to the thyroid gland, resulting in a feasible method of total thyroidectomy. The complication rate for the procedure is low and its cosmetic outcome is superior to that of other methods.